Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (psuj) on universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a continuous fault on universal surgical manipulator (usm) 4. The site power cycled and hard cycled, but the issue remained. The technical support engineer (tse) informed the customer that the fault would require field service engineer (fse) intervention to be truly resolved. The site was moving forward with cases despite the lack of use from usm 4. The procedure was continued with no reported injury.